Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that they had been having issues with their personal therapy manager (ptm). Patient stated by the time they were getting close to their refill date, the ptm response was slow. Patient confirmed the ptm was getting hung up on 90% and just sitting there for a while. Patient mentioned they told their doctor about the issue and the doctor told the patient to call medtronic. Agent reviewed how to clear out data. The troubleshooting steps that were taken on the call resolved the issue. Patient stated the noticed the slowness the first month they got the device but would get better after their refills then later stated maybe 4-5 months.

Manufacturer narrative:
Continuation of d10: product ID (B)(6), serial# (B)(6), product type, product ID (B)(6), serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.